Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert for high out of range pace impedances on the right atrial (ra) lead. The impedance values were greater than 2000 ohms. The ra lead is a competitor's product. This crt-p remains in service. No adverse patient effects were reported.